Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on the nozzle and discoloration inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle and discoloration of the distal end light guide lens could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material, however, due to the reprocessing information reported by the facility, the foreign material/lens discoloration may have been due to the device cleaning/reprocessing not being performed in accordance with the instructions for use. The issue may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.